Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Average of 34 ventricular-sics per day over last 12 days. Baseline rv pace impedance is steady and within normal limits. Impedance undefined on (B)(4) 2014. Lead failure predictor triggered on (B)(4) 2014 for lead impedance and ventricular-sics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic due to a high number of short interval counts (sic) on the right ventricular (rv) lead. The lead was reprogrammed and remained in use. A few days later, an alert was triggered due to low rv pacing impedance. Another couple of days later, the patient was back in the clinic with the device toning for high, out of range rv impedance. The lead was reprogrammed at that time, but the next day, it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2006. (B)(4).